Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tear in the patient¿s driveline can be confirmed based on the evaluation of the submitted photo. The account submitted a photograph that captured the existing driveline repair site (refer to MFR. Report # 2916596-2022-01545). The photo confirmed damage to the grey tubing of the repair site. The black shrink was exposed, but no wires were visible. The damage appeared cosmetic only. The account submitted log files for review. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) and (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Known short to shield and failed percutaneous lead repair from mar2022 captured under MFR. Report # 2916596-2022-01545.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with a short to shield and a failed percutaneous lead repair from (B)(6) 2022 reported to clinic with frequent low voltage alarms. The patient had a tear in their driveline. Log file review was requested, and it was stated that the log file was mostly filled with low battery advisories. Technical services stated that the low battery advisories were not related to the driveline. Rescue tape was applied to the gray jacket tear. Additional log files were submitted for review on (B)(6) 2024 while the patient was on new batteries and battery clips. The site stated that they had persistent low voltage alarms (lvas) on bedside interrogation. The patient was asymptomatic. Technical services noted that it appeared the lvas continued to occur while tethered on batteries. It was also noted that the log file displayed 1 transient low flow alarm on (B)(6) 2024 at roughly 6:40 am. A system controller exchange was performed on (B)(6) 2024, and the sited stated there was nothing on bedside interrogation. Log file review was requested, and there was a backup battery fault which resolved on its own with no action needed. There were no lvas.